Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that last wednesday her blood glucose went up to almost 600 mg/dl. Customer did not know her exact blood glucose, but stated it was between 555 and 600 mg/dl. She called her doctor's office and customer was instructed to take four units of insulin through a pen every two hours and set a temporary basal pattern. Customer also treated with her insulin pump. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer could not complete troubleshooting due to a lack of tubing clamps. Customer was advised that high blood glucose levels are often caused by site of set issues. Customer's current blood glucose was unk. Nothing further reported.